Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing manager reported that the aberrometer head was loose. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The company service representative tightened the screws on the aberrometer dovetail and the microscope mounting brackets. The aberrometer was realigned to the microscope. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose screws on the aberrometer dovetail and mounting bracket. The manufacturer internal reference number is: (B)(4).